Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the vessel sealer extend (vse) instrument did not have an effective seal and resulted in bleeding around the inferior mesenteric artery (ima). The bleeding was close to the aorta and reportedly minimal although a blood loss volume was not provided. No errors were displayed during the sealing cycle. The surgeon was able to control the bleed with an unspecified instrument, and by applying pressure and placing a clip. At the time the event occurred, the vse instrument was plugged into an e200 generator. Due to the bleeding, the procedure was converted to hand-assisted laparoscopic surgery. The patient tolerated the conversion. The procedure was completed laparoscopically.